Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error, no delivery warning. The customer¿s blood glucose level was 383 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.